Event description:
It was reported that the customer was hospitalized on (B)(6) 2014, due to diabetic ketoacidosis as well as high blood glucose levels. Customer's blood glucose levels at the time of hospitalization 543mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with manual injections. It was also reported that the customer was having issues with the insulin pump not delivering insulin. No troubleshooting was performed. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No unexpected no delivery alarm noted. Unit had cracked reservoir tube lip.